Manufacturer narrative:
The packaging was not returned, but pictures were provided. A root cause could not be determined, as the device evaluation was limited to visual inspection.

Event description:
It was reported that during incoming inspection at the manufacturer distribution center, a foreign material was found in the packaging of the device. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during incoming inspection at the manufacturer distribution center, a foreign material was found in the packaging of the device. No patient involvement or procedural delays were reported with this event.